Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.4-6.6cm and 17.6-17.8cm from the connector pin, consistent with lead friction to the device can. (B)(4).

Event description:
This report is to advise of an event observed during analysis.